Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon did not inflate as it was damaged. The procedure was completed with another hurricane rx dilatation balloon. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h11: correction: block d4 (lot number, expiration date), h4 (manufacture date) block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 2978 captures the reportable issue of balloon damaged. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon did not inflate as it was damaged. The procedure was completed with another hurricane rx dilatation balloon. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.